Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided with high ketones. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Reportedly the customer is wearing the cartridge for longer than 48 hours with humalog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours with humalog insulin. Is off label per the user guide. Reportedly, the customer went to the emergency room with a blood glucose (bg) level of 640 mg/dl and an unknown level of ketones. Customer attempted to address the elevated (bg) by changing the site. Customer was treated with manual insulin injection, which lowered the customer's blood glucose level to 420 mg/dl, and the customer was released on the same day.